Event description:
Pt presented to ed with wound evisceration after coughing. He had bowel exposed and required major surgery. At operation he was found to have a complete fascial dehiscence with a midline evisceration, of abdominal incision from a "redo of aortobifemoral bypass" which was done at another hosp on admission of 11/6/94. At the surgery of 12/14 it was noted that all of the sutures were either broken or torn and that the fascia was dehisced throughout the entire length of the incision.